Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: requested, unknown. E3: occupation: requested, unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: insertion of the 6fr angio-seal vip was smooth and uneventful; however, the anchor did not function properly. The anchor failed to release from the sheath and did not engage the inner vessel wall. The procedure was a peripheral vascular intervention with antegrade approach procedure using a 6fr sheath. Ultrasound was performed. There was no disease present in the access site artery. No difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion of the device. Hemostasis achieved with compression. The patient remained stable and there was no blood loss or patient injury. The patient's pre-existing medical condition included hypertension.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).